Event description:
The hcp reported that the pt was admitted to the hosp and is due for a pump refill in 06. The hcp reported that she believes the reason for the admission is unrelated to the pump - "mental status changes, seizure disorder" and that the pt had "coded" earlier in the day. The hcp was unfamiliar with the pt's history. Attempts to gain add'l info were unsuccessful. Final pt outcome is unknown.